Event description:
It was reported that the patient was implanted with posterior fixation from t12 to l3. Approximately one year after initial surgery, it was observed that the xia polyaxial screw at l3 had "loosened". The patient was revised to remove the reported screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was scrapped by customer. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Initial surgery was performed on (B)(6) 2020 patient was implanted with posterior fixation from t12 to l3. Approximately one year after initial surgery, it was observed that the xia serrato polyaxial screw at l3 had "loosened". The patient was revised to remove the reported screw on (B)(6) 2021. Additional information was requested related to the event. However, no additional information was received. It is unknown if the patient fused. Patient's bone quality and post-op activity level/ external trauma are unknown. No information on the initial surgery/ operative notes/ x-rays are available. The xia device IFU and surgical technique were reviewed: these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. Improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. Due to lack of information and as the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: excess patient activity level, non fusion due to patient's bone quality and inadequate construct compression during initial surgery.

Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that the patient was implanted with posterior fixation from t12 to l3. Approximately one year after initial surgery, it was observed that the xia polyaxial screw at l3 had "loosened". The patient was revised to remove the reported screw.